Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise was captured on the episode log of the implantable cardiac monitor (icm). The patient later reported occasional itching and tenderness at implant site. The icm remains in use. The patient was a participant in the reveal_af study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.